Event description:
The device was programmed to deliver 80 ml of heparin at a rate of 700 ml/hr followed by a piggyback infusion of 25 ml at a rate of 300 ml/hr. Once the infusion was complete, a second infusion with similar parameters were delivered. Then the nurse programmed the device to deliver 16 ml of heparin at a rate of 500 ml/hr, rather than the intended 500 ml at 16 ml/hr. This was then followed by another infusion of 450 ml at a rate of 500 ml/hr. 328 ml of this infusion was delivered before the user recognized the excessive rate. As a result, the patient received an over-infusion of heparin. The pt recovered from the incident, but expired six days later.